Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. The customer had an IV for a pic line and had diabetic ketoacidosis. A fungal infection started while in the hospital; the pic line fell out and the hospital accessed customer's chest port. The customer had a leak in the lower intestines; it was coming out of the chest, the infection took over, and could not be stopped. The customer passed away in an intensive care unit, on (B)(6) 2015. The cause of death was fungus infection. The caller stated that it was hard for the customer to control their diabetes and they had gastroparesis. The caller did not know the customer's blood glucose, at the time of death; the last recorded value was 200 mg/dl on (B)(6) 2015. The customer was not wearing the insulin pump at the time of death; the device had been disconnected by the customer for two weeks prior to death, due to the illness. It is unknown if the customer used sensors. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with no battery installed. The insulin pump had cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, broken belt clip slot, cracked lcd window and cracked battery tube threads.